Manufacturer narrative:
Additional information was received that the complaint was a recourse and recovery event and ventilation remained available. Reported complaint will be noted during preuse testing, as contained in the user manual. Unit continues to ventilate and alarms remain. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in a system restart during a case. The unit was replaced and case resumed. There was no patient injury.